Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Lvad: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient experienced a gastrointestinal (gi) bleed with low hemoglobin and hematocrit lab results. The patient was transfused with 2 units of packed red blood cells (prbc). On (B)(6) 2018, gastroenterology (gi) was consulted and the patient tested positive for fecal occult blood test. On (B)(6) 2018 a esophagogastroduodenoscopy (egd) was performed which revealed a prepyloric polyp with active bleeding. The polyp was removed and the area was clipped. Additional information has been requested but not provided.